Event description:
It was reported that (2) 511sd were used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the trocars did not arm properly. A third instrument was used to complete the case. There was no consequence to pt.